Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. (B)(4).

Event description:
It was reported that the reporter has "seen it where there is less drug". It was unclear whether this information was referring to a volume discrepancy.